Event description:
A report received from japan stated an e360 ventilator experienced low and high fractional inspired oxygen (fi) alarms while being used on a pt. There were no pt injuries reported as a result of the event.

Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and verified the reported issue. The customer reportedly, replaced the oxygen sensor. No additional info is available. In the event that additional info is received, a supplemental report will be issued. (B)(4).